Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received no delivery alarms and resolved alarm with infusion set change. Customer reported that a week later, blood glucose began to rise to 570 mg/dl. Customer had symptoms of feeling sick, nausea and headache. Customer removed infusion set and treated high blood glucose with manual injections and blood glucose dropped to 260 mg/dl. During troubleshooting, air bubbles were found in infusion set. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to monitor insulin pump.